Event description:
Patient presented with very tortuous iliac arteries (off-label use) with a pre-existing tube graft in the patient's aorta. A bifurcated device was successfully deployed. When the physician was retracting the inner core the tip got caught on the tube graft. The physician rotated and pulled the delivery system in an effort to dislodge the inner core. After a few manipulations in each direction the physician was able to fully retract the inner core. When the delivery system was removed from the afx introducer system it was noted the tip of the delivery system had broken off and remained in the patient. The physician snared the tip of the delivery system and successfully removed it. The company representative present at the procedure stated approximately 3 inches of hypo tube remained on the delivery system tip. The procedure was completed without further complications. The tip and the delivery system were not retained by the facility.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The delivery system was not returned. The procedure was performed outside of indications specified by the indications for use, and the tortuous anatomical conditions and preexisting tube graft likely contributed to the damages incurred on the bifurcated delivery system. A study, using similar delivery systems, was performed that verified that excessive rotation of the delivery system could create a break in the stainless steel coiled wire.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.